Event description:
It was reported by service report that the scale display was giving an error code. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale display giving an error code.